Event description:
Cochlear implants, implanted in a pt along with synthes resorbable polymers, will be explanted due to issues reportedly caused by the resorbable polymers.

Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.